Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd nexiva closed IV catheter system leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR review was performed on lot number 8138633; the lot number was built/package on nfa line 2 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. One photo was submitted for review. Conclusion(s): the provided photo displayed the paper top web (label) which identified the product as ref (B)(4), lot 6042943, expiration date 2019-01-31. 22ga unit with bodily fluids in the catheter tubing, between the wedge and primary septum, two drops in the extension tubing and the end of the grey canister. The defects; blood backs up/not completely expelled/leakage/blood excess/splash/spill/sxposure were not confirmed based on the submitted photo indeterminate ¿ the photo provided did not provide enough evidence to determine if the unit did or did not meet specifications.